Event description:
During a follow-up, the device could not be interrogated. The device was explanted after unsuccessful attempts to interrogate with 3 different programmers.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical and temperature testing. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the low battery voltage could not be conclusively be determined.